Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed which was standard for the implanting physician. The deployment of the 29 mm valve was attempted 3 times, and was recaptured following each deployment attempt due to the valve dislodging. Subsequently, the 29 mm valve was withdrawn from the patient. A 26 mm transcatheter valve was used to complete the procedure, and was fully deployed on the first deployment attempt without any issues. It was reported that a 10 minute procedural delay occurred as a result of the dislodge. Per the physician, pre-case planning factors, specifically the patient being in between valve sizes of 26 mm and 29 mm, and poor computed tomography (CT) scan image quality contributed to the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom third of the pigtail catheter. On the first deployment attempt, the valve dislodged ventricular. On the second and third deployment attempt, the valve dislodged in the aortic direction. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeter's (mm). The procedure resulted in the need for smaller 26 mm valve. The 26 mm valve was implanted at a depth of 4 mm on the ncc and 6 mm on the left coronary cusp (lcc). It was noted that a non-medtronic guidewire was used during the procedure.